Event description:
This spontaneous case was reported by an other and describes the occurrence of uterine perforation ("her uterus was perforated during the insertion of essure") and genital haemorrhage ("bleeding with clots /the clots were the size of a baseball") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criterion medically significant) and procedural pain ("excruciating pain during insertion of the 2nd coil / cramping when she left the office after the insertion procedure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), headache ("head pain") and abdominal distension ("abdominal bloating"). At the time of the report, the uterine perforation, genital haemorrhage, procedural pain, back pain, headache and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, genital haemorrhage, headache, procedural pain and uterine perforation with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.